Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care provider (hcp) on (B)(6) 2015 stating that the alleged device serial numbers were unknown. Reprogramming had been conducted by a company representative (rep) on (B)(6) 2012 to obtain good coverage. The patient no-showed in (B)(6) of 2012, and had not been seen since (B)(6) 2013. The stimulation "bother her when turned on", and the patient was not using it on (B)(6) 2013. The recommended re-evaluation and reprogramming was not done because the patient was discharged on (B)(6) 2013. It was reiterated that the implant did not cover the pain, but the cause of the lack of therapeutic effect remained unknown. The patient's husband had called the clinic on (B)(6) 2015, and they were told to follow up with the implanting neurosurgeon regarding explantation. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient had pain from the top of head to bottom of legs which started at the implant site . The patient also had seizures and her legs would give out. When the patient's legs would give out, she would fall to the floor and could not stand up. The indication for therapy was failed back surgery syndrome and spinal pain. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.